Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-mar-2019 with the following findings: a review of the black box verified the alleged power loss event on the complaint date. The pump intermittently powered up with the returned battery cap. A test battery cap was used for all testing. The battery cap threads were damaged/stripped. The battery cap contact measurements were within specifications. The battery compartment was cracked from the top above the pad to the cover part, and below the grip pad. A 12 hour basal program was run with a test battery cap, and no reboot, loss of power, or call service alarms were duplicated. A leak was found in the battery compartment with evidence of moisture corrosion. No moisture was found internally.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged the pump had intermittent power, the battery compartment was cracked, the battery cap was unable to tighten, and the battery cap yellow o-ring was visible. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.